Manufacturer narrative:
Code 4210: the evaluation of the gore® excluder® c3 handle and delivery catheter showed the following: engineering removed the spine covers and the spine was examined. No abnormalities were noted. The septum appeared to be intact with no obvious damage. Engineering pressurized the manifold area by injecting dyed water through the septum. The water was observed leaking out of the manifold. No visible gap existed between the manifold lid and the spine. The manifold lid has a silicon gasket around the inside. The manifold lid is attached to the manifold through the addition of glue to glue ports and the guidewire lumen trough. The leak was observed in an area where only the silicone gasket was present. Based on the findings from this evaluation, the physician¿s observation that blood leaked from the catheter handle was confirmed. The likely cause for the observed leakage could not be determined with the available information but is consistent with an incomplete seal of the gasket. This type of occurrence will continue to be monitored through our internal processes.

Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2018, this patient underwent endovascular treatment for an abdominal aortic aneurysm and was implanted with gore® excluder® aaa endoprostheses featuring c3® delivery system. During the procedure after the trunk ipsilateral leg component was advanced to the intended position, the physician noticed the blood leaked from the c3 handle from an unknown section near the guidewire lumen or the joint of the white outer deployment nob. The physician reported approximately 100 ml of blood loss. The physician pulled the white outer deployment nob and deployed the proximal trunk. The physician had planned to deploy a contralateral leg component but due to the blood loss chose to hurry and continue with full deployment of the trunk component so the delivery catheter could be removed from the patient and prevent further blood leakage. The contralateral gate was cannulated and a contralateral leg component was successfully implanted. The procedure was completed without further incident. The patient tolerated the procedure. The delivery catheter and c3 handle will be returned to gore for analysis and the results will be submitted in a supplemental medwatch.